Event description:
It was reported that pump displayed a malfunction code 5. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.